Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, metallosis, soreness, dysfunction, and loss of range of motion. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the left hip revision was due to pain and further noted the presence of a pseudotumor, wear, scar tissue, a cavity in the greater trochanter and granulomatous tissue. The modular head was removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, elevated metal ion levels, metallosis, soreness, dysfunction, and loss of range of motion. A review of invoice history confirmed the revision date and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01045 / 01046).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01045 /-01046).